Event description:
Customer was hospitalized for low blood sugar levels. It was indicated that the cause for event was over bolusing. The customer was aware that they had bolused a large amount for that day. The pump's programming was accurate. It was stated that the pump was operating as designed.